Event description:
It was reported that the zimmer electric dermatome would not operate. Add'l clinical f/u with the customer indicated that the device was found to not turn on before the surgery and there was no pt involvement. An alternate device was retrieved for use to complete the procedure and there was no delay or extension in the surgical procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 8/30/1999 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed minor discoloration and galling was observed to the head of the unit. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the left side. Unable to determine a cause of the reported complaint; however, improper handling by the user likely caused the lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.